Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no devices received, log review only.

Event description:
It was reported that there was an unspecified free flow incident. No further details were provided. Although repeatedly requested the customer failed to provide additional details. A copy of the medwatch report from FDA was received, which states, "alaris channel running norepinephrine began to alarm "channel error". Norepinephine infusion was then moved over to another alaris channel. After clamping the infusion tubing in place, norepinephrine was noted to be free flowing despite the channel not being on. This led to the patient having a hypertensive event and a new type b aortic dissection. On investigation of the pump, a blue piece of plastic in the channel was broken causing the IV tubing not to clamp. Since the event, the hospital has identified an additional 50 IV pumps with the same broken piece that requires repair." Reported issue of "additional 50 IV pumps" is recorded in a separated record.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an unspecified free flow incident. No further details were provided. Although repeatedly requested the customer failed to provide additional details. A copy of the medwatch report from FDA was received, which states, "alaris channel running norepinephrine began to alarm "channel error". Norepinephrine infusion was then moved over to another alaris channel. After clamping the infusion tubing in place, norepinephrine was noted to be free flowing despite the channel not being on. This led to the patient having a hypertensive event and a new type b aortic dissection. On investigation of the pump, a blue piece of plastic in the channel was broken causing the IV tubing not to clamp. Since the event, the hospital has identified an additional 50 IV pumps with the same broken piece that requires repair." Reported issue of ¿additional 50 IV pumps" is recorded in a separated record.